Manufacturer narrative:
The insulin pump had missing segments due to bleeding and cracked display glass. No moisture damage was found inside of the insulin pump. The insulin pump was received with a cracked case at a display window corner, cracked battery tube threads, a cracked reservoir tube lip and a cracked case at a reservoir tube window corner.

Event description:
It was reported the customer had damage to their insulin pump. Customer reported a dark circle on their display screen. The customer's blood glucose was 130 mg/dl. Customer could not recall how the damage occurred on their insulin pump. It was also found the customer may have exposed their insulin pump to moisture. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.